Event description:
It was reported that there was a problem with fiber optic assembly of the cs300 intra aortic balloon pump. It was not reported under what circumstances the event occurred. However, no patient involvement or adverse event was reported.

Event description:
It was reported that, during use on a patient, there was a problem with fiber optic assembly of the cs300 intra aortic balloon pump. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the fiber optic module was operating as it should be. The stm did not find any problems with the iabp. However, the stm discovered that the IV pole locking assembly was broken and replaced it. The iabp passed all calibration, function and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.